Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for unknown surgical procedure. Post procedure, the pacemaker (pm) was found to express elective replacement indicator (eri), suspected to have been caused by electrocautery. Reprogramming was performed. There were no patient consequences.